Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 44, code j, taper 18/20 catalog #: 0100181440 ; lot #: 2367387, metasul ldh, head adapter, s, -4, taper 12/14-18/20 catalog #: 0100185145 ; lot #: 2436838, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset catalog#: 00771100920 ; lot #: 60999897. Concomitant medical products - therapy date: (B)(6) 2017. This case was reopened on may 11, 2018 to enter additional information which was received on may 3, 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on the left side with durom - ldh component and underwent revision surgery due to pain, metallosis, corrosion and elevated metal ions.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2008. The patient was revised on (B)(6) 2017 due to unknown reasons.